Manufacturer narrative:
Device evaluation analysis found the pipeline flex shield braid was returned inside of a sealed bio-hazard bag and a shipping box. There was no pushwire returned with the braid. The distal end of the braid appeared to be fully opened and moderately frayed. The middle section of the braid was found fully opened and no damage. The proximal end of the braid was not opened due to damaged braid. No other anomalies were observed. Based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the middle section as the middle section of the returned braid appeared to be fully opened and no damaged. The damage to the braid on the distal and proximal ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was difficulty opening the device in the middle section of the device. After performing maneuvers, the device failed to open. It was noted that the device was positioned in the middle part of a bend. The device was withdrawn, and another device was used successfully and without injury to the patient.